Event description:
It was reported that there was a wound infection at the skin level including fluid accumulation at the subcutaneous level. This is a skin closure from a total abdominal hysterectomy procedure in 2001. The physician has drained the fluid and prescribed antibiotics.